Event description:
It was reported that the patient could not get her "machine" to work and was in a lot of pain. Coupling and or communication issues were reported, and an overdischarge was suspected. Stimulation was last felt over 12 months ago. The patient conducted a physician recharge mode at home and went to a manufacturer representative to clear the power-on-reset screen. Two sixty minute sessions were done, then the battery went dead while the patient was charging the recharger. Two additional sixty minute sessions were done which resulted in the power-on-reset condition and a normal recharging session to get the battery to 75% full. The 8840 gave a 0x3608 error code and an end-of-service/end-of-life message was reported. Additional information received reported that the physician mode reset did not effectively reset the device, and the device would have to be replaced. The patient did not have a replacement scheduled.

Manufacturer narrative:
(B)(4).